Event description:
It was reported that the right ventricular threshold for the device rose to high values in a short period of time post implant. The physician felt something was wrong with the device as he has seen the same behaviour in various leads with the same device model. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.